Event description:
It was reported on 2/1/99 that the operators of the instrument were pressing the load tubing button and then starting the pump of the instrument. When the load tubing button is selected the instrument opens all tubing clamps to allow the operator to load the tubing lines. If the saline bag is spiked with the clamps in the load condition it is possible for saline to drain down the tubing lines and enter the holding bag. This is the situation that the hosp reported as occurring. For this situation to occur the operator would have to ignore several warning prompts. The hospital is claiming that if the instrument delivers saline to the blood holding bag and it is ignored by the operator it could lead to a serious pt injury.